Manufacturer narrative:
One ref (B)(4) probe and one ref (B)(4) tip were returned, decontaminated and investigated. Amn inspection of the returned probe with the tip was performed. It was observed that the tube end made from blue radel is broken slightly inside at the end of the black insulation tube. The broken end of the blue radel shaft is threaded properly inside of the l-hook cautery tip. The broken end was removed from the cautery tip without difficulty and it was found to be in good condition. The white marker band was present. The wire on the returned tip has two bends at the broken area of the shaft, indicating that a strong side load was applied. The probe shaft has a dent on the inner diameter at the bent cautery tip location which is from lateral forces being applied to the tip resulting in the failure. This type of failure is not consistent with normal use.

Event description:
The l-hook tip broke off of the probe handpiece leaving a sharp part to be taken out of the patient's abdomen. No additional patient information was provided.